Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the atrial lead exhibited failure to capture. Chest x-ray was performed and confirmed atrial lead dislodgement. The atrial lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing, x-ray examination and visual inspection were normal with no anomalies found.